Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the unit stopped working during a case and displayed an e-2 error message. It was further reported that there were no adverse consequences.